Event description:
This lead was implanted on (B)(6) 2014 and explanted on (B)(6) 2014 due to loss of capture. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).